Event description:
It was reported that the intra-aortic balloon (iab) could not be inflated during use on a patient with blood vessel tortuosity. The md tried using a 60cc syringe to inflate the iab but it would not develop. There was a death reported, doctor de li made the medical judgement that the device did not cause or contribute to patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon could not be inflated during use on a patient" is not confirmed. The returned iab bladder was fully intact with no damage noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inflated during use on a patient with blood vessel tortuosity. The md tried using a 60cc syringe to inflate the iab but it would not develop. There was a death reported, doctor (B)(6) made the medical judgement that the device did not cause or contribute to patient's death.